Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. He was holding pressure while attempting to deploy the needles. The pt was sent for surgical repair. The pt required a blood transfusion, but did fine and reportedly had no negative outcome following the surgery. The report from the user facility indicated that circumstances may have been complicated by pt condition, but no specifics were available. The device was not returned to the MFR for evaluation. The lot number provided did not match the device reported to be involved in this case and could not be confirmed as the subject device. While the limited info provided makes it difficult to assign a root cause, it is expected that user error in not following the instructions for use contributed to the occurrence. The instructions for use lists the device indication as closure of the common femoral artery.